Event description:
Senseonics was made aware of an incident in which the user reported that the cgm readings were different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between sg and bg readings. Based on a review of the sensor data, the observed discrepancies occurred during the initial post-insertion period and were consistent with expected sensor stabilization. The user was advised to perform a sensor re-link to allow the system to re-initialize and converge faster. Further follow-up was not possible, as the user was unresponsive to multiple communication attempts. Further investigation was not possible.